Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device was unable to obtain an ECG reading. It was noted that multiple cables were used in an attempt to troubleshoot the noted failure but the issue remained. There was no reported patient involvement or adverse patient/user impact as a result of the alleged failure.